Event description:
The inner cannula was replaced and the pt immediately experienced problems breathing. The clinician unsuccessfully attempted to suction the pt and then removed the inner cannula. The pt's breathing returned to normal and there was no injury.